Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This patient was not found in the shapematch cutting guide database. Device not returned to the manufacturer.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent a knee replacement in which a shapematch cutting guide was utilized. As a result of the use of the shapematch the patient allegedly sustained an injury.